Event description:
The patient was implanted with a left ventricular assist device. It was reported that inner wires of the driveline were exposed at the site of a previous driveline repair that was performed in august 2012. There were no device alarms and the patient was asymptomatic. On (B)(4) 2015 a driveline repair was completed. During the investigation of the returned portion of the driveline, wire damage was found.

Manufacturer narrative:
Approximate age of device: 3 years and 10 months. Device evaluation the report of damage to the previous percutaneous lead (driveline/lead) repair site was confirmed via submitted photographs and the evaluation of the returned portion of the lead. Approximately 19 inches of the external portion/distal end of the lead, including the previously repair site, was returned for further evaluation. The gray repair tubing on the lead was torn at the location of the distal end of the underlying copper tube used in the repair, and the underlying wires were visible. Additionally, removal of the rescue tape at the terminus of the bend relief confirmed tears in the outer silicone jacket. An electrical continuity test of the returned portion of the lead found that all wires were electrically intact. The repair was examined, and all wires were properly connected. Examination of the underlying wires revealed a breach in the black wire insulation approximately 13 inches from the metal connector, where the damaged portion of the previous lead repair was located. The observed wire damage appeared to be the result of wire fatigue due to abrasion. The inner conductors were exposed, confirmed via hipot testing. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event. Placeholder.